Event description:
The dental implant fx5014swc was removed on (B)(6) 2018 due to failure to osseointegrate 26 days after implantation. The doctor noted local infection during the surgery. The patient has no significant medical history. The patient has recovered without complications.